Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of myocardial infarction is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2025, the patient, with a history of coronary artery disease and st elevation myocardial infarction (stemi), had one xience skypoint (4.0x23 mm) stent implanted. On (B)(6) 2025, the patient was re-admitted with chronic ischemic heart disease (a pre-existing condition) and st elevation myocardial infarction (stemi). Percutaneous transluminal coronary angioplasty (ptca) was performed in the left anterior descending coronary artery. There was no adverse patient sequela. The patient was discharged home on (B)(6) 2025. No additional information was provided.